Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not follow up with the clinic following the initial implant and felt uncomfortable for nearly three months. When the patient did follow up with the clinic more than a year after the implant procedure the battery of the implantable pulse generator (ipg) had been exhausted. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.